Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2018 and the patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: the patient identifier should have been (B)(6) rather than blank. Correction: the patient sex and date of birth should have been (B)(6) and (B)(6) 1960 rather than blank. Correction: the brand name should have been tendril sts rather than blank correction: the manufacturing date should have been may 25, 2013 rather than blank.